Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Additional information including patient's demographics requested, but was not provided.

Event description:
It was reported that during a milrinone infusion, the IV tubing set cracked and leaked. This was discovered when the syringe was unscrewed from the medication IV tubing set.

Event description:
It was reported that during a milrinone infusion, the IV tubing set cracked and leaked. This was discovered when the syringe was unscrewed from the medication IV tubing set. Additional information requested, but was not received.